Manufacturer narrative:
The results of this investigation indicated there was active and healing infective endocarditis. There were calcifications, vegetations, and areas of acute and chronic inflammation on all cusps. All cusps were fibrotically thickened, and contained tears and perforations. Special stains revealed foci of degenerating gram positive cocci on all cusps. There was a clinical history of endocarditis. A review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the endocarditis, vegetations, inflammation, microorganisms, calcifications, tears, and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A patient with a history of multiple co-morbidities underwent aortic and mitral valve replacement on (B)(6) 2015. On (B)(6) 2015, the patient suffered a tia at which time endocarditis was also reported. On (B)(6) 2015, the 31mm epic mitral valve was explanted due to endocarditis. Ex vivo, a tear in the free edge and a folded/crimped were observed. A second 31mm epic mitral valve was implanted. On (B)(6) 2015 the patient was moved to another hospital as she was unstable for reasons unrelated to the explant procedure.